Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The clinic was asked regarding the in situ measurements from the recipient as the hearing performance with the device dropped substantially. Recommendations to re-implant the recipient has been made.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. Other damages found during device investigation are most likely related to the explantation surgery. This is a final report.

Event description:
The clinic was asked regarding the in situ measurements from the recipient as the hearing performance with the device dropped substantially. The recipient has been re-implanted.

Event description:
The clinic was asked regarding the in situ measurements from the recipient as the hearing performance with the device dropped substantially. Recommendations to re-implant the recipient has been made.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.